Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used on (B)(6) 2019. According to the complainant, during cleaning, the brush was advanced down the scope. When it was being removed, the brush head broke off the catheter and fell off into the working channel of the scope. Another brush was used to push the detached brush head out of the scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a hedgehog dual-end brush was used on (B)(6) 2019. According to the complainant, during cleaning, the brush was advanced down the scope. When it was being removed, the brush head broke off the catheter and fell off into the working channel of the scope. Another brush was used to push the detached brush head out of the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. This is a non-sterile device with no expiration date. Device problem code 1069 captures the reportable event of brush break. Visual inspection of the returned device found that the brush broke where the green handle attaches to the catheter, but the brush head was still attached to the green handle. This occurred as a result of a mechanical fracture. No other issue was noted. Based on the evaluation of the returned device, the damage is consistent with forceful application of the brush through a scope, likely as a result if an occluded scope channel. A labeling review was performed and from the information available, this device was used in a manner inconsistent per the directions for use (dfu) / label. The directions for use (dfu) states that "endoscope channels may be damaged if brushes are forced through when channels are occluded or if resistance is met during brush passage." Therefore, the most probable cause for this event is failure to follow instructions, which indicates that the problem is traced to the user not following the manufacturer's instructions. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.